Event description:
It was reported an alarm was heard and telemetry had not yet been performed. Troubleshooting at the time of report was limited due to lack of access to the product and/or patient. The patient believed she may have heard the critical alarm. It was noted the patient was not due for a refill and was feeling fine. It was later reported that the patient had heard the critical alarm every hour beginning on (B)(6) 2013. The patient denied having an MRI. The patient came into the health care provider¿s (hcp) office, her logs were read and the critical alarm was confirmed; a motor stall occurred that never recovered. The patient had been beginning to have ¿the shakes¿ involving her whole body as a withdrawal symptom. As a result, the pump was replaced. The device system was used to deliver fentanyl, baclofen and morphine.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009,product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a stall due to shaft/bearing. There were multiple motor stalls and recoveries seen in the pump logs. The pump was received with a hard motor stall that never recovered. During destructive analysis significant residue and shaft wear were found on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.